Event description:
During a laparoscopic nissen procedure, the tip did not retract upon insertion. No pt injury was reported.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA. The exact mfg site could not be determined as the production lot is unknown.